Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient underwent a left partial knee revision procedure approximately six months post implantation due to unknown reasons. The meniscal bearing was removed and replaced.